Event description:
The caller reported that their pump battery would not charge. There was no adverse impact to the customer's blood glucose level. After some troubleshooting, which involved trying different wall outlets and leaving the wall adapter plugged in for an extended period, the pump began charging, resolving the issue.